Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, implantable pacing lead, implanted: (B)(6) 2013; 407652, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient went into cardiac arrest due to no therapy being delivered by the implantable cardioverter defibrillator (ICD) resulting from irregular rhythm. Cardiopulmonary resuscitation (CPR) was performed and the patient was externally rescued. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. It was also noted that the varying ventricular intervals did not meet the detection criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.